Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd cornwall¿ disposable syringe filling system with tubing set was leaking at the vent port during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
The initial MDR stated an incorrect "date received by manufacturer". The correct date is 03/21/2018.

Manufacturer narrative:
Investigation summary: the samples were visually inspected for any damage that they could have and no issues were found, then the samples were tested for leak, the spike was inserted into a saline water bottle to verify if there was a leakage into the spike, after several minutes it was noticed that a water drop was present in the spike, the leak is in the section of the spike vent union. The defect stated by the customer is confirmed. This is a subassembly that it is received from an external supplier and it is assembled with the syringe sub assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7093584. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Sample was received from customer complaint, we could confirm the issue stated by the customer as a component/supplier issue.